Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in good condition with no appearance of physical damage. During the power up process and check the reading of the battery, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced battery as a preventive measure. Performed power up process and all functional testing which passed.

Event description:
It was reported that there was a a battery communication timeout. No patient injury was reported.